Event description:
The iab was inserted into the pt on 9/22/97. After iabp for two minutes, the "leak in iab" alarm sounded and blood was noted back in the tubing. The iab was removed and a second was inserted. (Multiple event to customer complaint) (event complications: unk - reported 10/10/97) (pt's current status: unk - rpt'd 10/10/97)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.